Event description:
During preparation of the pump system for cardiopulmonary bypass, the user reported that a portion of the roller pump local display did not illuminate. The device could be operated, and its status known, by use of the controls in the pump system central control monitor. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation started but not concluded.